Manufacturer narrative:
Evaluation summary: one lf5637 device was received for evaluation. The returned products did not meet specification as received. Visual inspection found the shaft was broken in the middle. The reported condition was confirmed. The investigation found the shaft was broken. This is indicative of the shaft being flexed too far. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, do not bend the instrument shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation: the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter the device fell apart during a procedure. The insulation broke near the handle and therefore they could not use the device. Nothing fell into the patient. There was no injury caused to the patient and no medical intervention was required.